Manufacturer narrative:
Additional information provided in h.3., h.6 and h.10. The customer reported: "company glaucoma filtration device fail to unload during surgery". The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. No other complaints for the lot. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. All products pass 100% final inspection at optonol prior to approval. If a defect would be noticed, the product would have been rejected. Since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. No other complaints for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a glaucoma filtration device implantation, device failed to unload. There was a patent contact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).